Manufacturer narrative:
(B)(4). Per the hospital biomed, the pcu involved in this event lost it's network configuration. Once he reloaded the network configuration onto the device using the laptop, the pc unit was able to receive the updated data set. He lost the network configuration. The devices were not sequestered. The customer does not wish to have an investigation done, as they feel the cause is known.

Event description:
A pt arrived in the ER with an overdose of illicit drugs. Pt was unresponsive and was intubated. Given midazolam and fentanyl. Originally in their data set, fentanyl was dosed as mcg/kg/hr. That was changed on (B)(6) 2013 to dose as mcg/hr. The pt was intended to get 50 mcg/hr, but actually got 50 mcg/kg/hr and received an over infusion. Pt's weight was (B)(6). The fentanyl bag was 50 mls and it is believed that the pt only got the medication for about 15-20 mins before the error was found. The pt is currently awake, alert and oriented. No pt harm or medical intervention reported. No additional pt or event details provided.